Event description:
It was reported that after switching on the monitor from standby, the monitor shows a curve for oxygen measurement, but no values. After switching off/on, the values return. This can also be reached by unplugging and plugging in again of the masimo pod usb connection. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.